Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly was inside of the delivery device tube. The seal and the anchor tab were located under the window of the loading device; the seal remained anchored to the tension spring assembly. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal remained inside the loader when the delivery device was removed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.